Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was isolated to a shorted u1003 pld processor on the computer/analog board, causing it to have no power outputs.. The root cause for the shorted u1003 pld processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.